Manufacturer narrative:
Investigation is ongoing.

Event description:
During a valve in ring (sxt into annuloplasty ring) procedure for leaflet stenosis which left the patient with mitral regurgitation, the patient was left with pvl post valve deployment. Per report, pvl was noted around the outside of the ring prior to the procedure and the pvl remained after the sapien xt was placed within the ring. The thv and the ring had a good seal, however, amplatzer plugs were placed in the pvl between the annulus and the ring.

Manufacturer narrative:
Review of the information recently submitted indicates that the amplazter plugs were placed in-between the ring and the annulus. The xt valve and the ring were shown to have a ¿good seal¿. Based on this assessment this event is no longer considered reportable for the sapien xt and a corrected supplemental report is being submitted.